Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the system power manager (spm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The spm was analyzed and found errors 816, 858, 860 were found indicating that the fault occurred in the field. Visual inspection, no issue was found related to the reported issue. The spm was placed on the golden system, the golden system was disconnected from the ac power cord to test if the smp would recharge. The component functioned as expected when ac power was reconnected. Th system sat idle for 45 minutes and functioned as expected. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis concluded that no root cause attributed to the reported issue.

Event description:
It was reported that the or staff called in to report an issue with the system's battery. The caller stated that the battery was not working, and despite power cycling the system, the issue persisted. The technical support engineer (tse) reviewed the logs and confirmed the issue. The tse then guided the caller through a hard power cycle on the robot, but the problem remained unresolved. The tse explained that without a functioning battery, there would be no backup in case of a power outage in the operation room. The tse recommended using another system if available to ensure backup capability. There was mo reported injury.